Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed episodes with noisy signals, functional under sensing and high capture thresholds. Also, the patient had an infection and was treated with intravenous antibiotics. A revision was performed and the ICD with the right ventricular (rv) lead were explanted while two non-boston scientific leads remain in service. No additional adverse patient effects were reported. The device was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.